Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a shorted transistor, designator q7.  The shorted transistor caused a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.  The defibrillator output energy was reduced by approximately 20% from the selected energy level. (B)(4).

Event description:
The customer initially reported that the user test on their device did not pass.  After an evaluation of the device by physio-control, it was observed that the device had logged multiple critical event codes related to the device's ability to deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.